Event description:
It was reported that an occlusion alarms occurred. The customer's blood glucose level was "high"; although specific value was not provided. The customer injected insulin manually to address their bg level and reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.